Manufacturer narrative:
One single-use device was received for evaluation with the flow rate control module set to 0ml. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed when the multirate control module was set at 2ml, 4ml, and 6ml. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a multirate infusor did not flow during priming. This occurred prior to patient use. There was no patient involvement. No additional information is available.